Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 53 mg/dl while using the ilet. The patient experienced shaking, blurry vision, confusion, and difficulty walking, requiring their husband to obtain fast-acting carbohydrates. The event was corrected with carbs and the ilet subsequently brought bg back into range. The patient reported having gastric bypass surgery, which has impacted the ilet¿s ability to adapt to their insulin needs. No medical intervention or hospitalization occurred.